Manufacturer narrative:
Product event summary: image files were returned and analyzed. The first and second images showed the blue external packaging of an afapro28 balloon catheter, with lot number 37359 visible on the label. In the foreground, an unpacked catheter was shown with a balloon that appeared to be kinked/bent. The third image displayed a cryotherapy system screen during ablation using an afapro28 catheter, showing temperature fluctuations. The timestamp on the picture was 10.09.2025 at 12:53. In conclusion, the reported balloon catheter kink was observed during image file analysis. The balloon catheter was discarded at the facility and will not be returned for further analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the beginning of a procedure, the catheter afapro28 was found to be curved after inflation, which resulted in the inability to perform the procedure with this catheter. The catheter was replaced and the case was able to be completed. No patient complications have been reported as a result of this event.